Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt "light and dizzy". They also reported that "everything went nuts" and that they passed out. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.